Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The customer's blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with a suggestion to call back if any issues occur.